Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks due to t-wave oversensing while dancing. The patient presented to the hospital to be checked and performed all the evocative maneuvers and device automatic setup. The shocks occurred in the primary vector at 2x gain. The device had been reprogrammed with the alternate vector 2x and only 250 zone. Boston scientific technical services reviewed the s-ecgs and noted that there was a change in morphology and despite the smart pass feature being on, t-wave was over-sensed, and shocks were delivered. Technical services provided troubleshooting steps and suggested close monitoring of this system as the sensing capabilities appeared to be poor and the risk of inappropriate shocks are high. No additional adverse patient effects were reported. This device and electrode remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks due to t-wave oversensing while dancing. The patient presented to the hospital to be checked and performed all the evocative maneuvers and device automatic setup. The shocks occurred in the primary vector at 2x gain. The device had been reprogrammed with the alternate vector 2x and only 250 zone. Boston scientific technical services reviewed the s-ecgs and noted that there was a change in morphology and despite the smart pass feature being on, t-wave was over-sensed, and shocks were delivered. Technical services provided troubleshooting steps and suggested close monitoring of this system as the sensing capabilities appeared to be poor and the risk of inappropriate shocks are high. No additional adverse patient effects were reported. This device and electrode remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.